Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level went up to 500 mg/dl and it was preventing her from going to the gym. Her blood glucose levels were more erratic. Customer's blood glucose level went from 141 mg/dl to 374 mg/dl in two hours. She wakes up with high blood glucose levels around 200 mg/dl out of fear of over delivering. The customer requested training on the sensor. The device was not returned.